Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 33 mg/dl. Troubleshooting found that emergency services were called and customer was given glucose gel and refused to go to the hospital. The customer was advised to follow up with their doctor regarding the low blood glucose and their settings.